Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
During administration of local anesthetic, the hypodermic needle broke at the hub and immediately migrated deeper into the tissue. Information regarding removal of needle has been requested, but no further details have been received to date. No adverse health outcome was reported.